Event description:
It was reported that, following an open ventral hernia procedure in which a self-gripping resorbable mesh was implanted, the patient experienced a ventral hernia recurrence with persistent abdominal soreness at the prior incision site. The patient described incisional pain as sometimes very sore to touch, with localized tenderness that had gradually worsened over the past few months and was more noticeable over the past two weeks. The patient denied bulging with coughing or straining and denied obstructive symptoms. A physical exam identified mild bulging at the central abdomen with valsalva and mild tenderness to palpation over the prior incision and central abdomen. A computed tomography (CT) abdomen on (B)(6) 2026 demonstrated a small central bulge measuring 2.5 × 2.5 cm consistent with a mild recurrence without obstruction. The patient treated the soreness with tylenol and hot compresses, and a concomitant medication was administered or adjusted due to this event. The patient was considered clinically stable and suitable for nonoperative management at that time. The outcome was reported as not recovered/not resolved. The investigator assessed the event as possibly related to the study mesh and possibly related to a study procedure, and not related to an outside standard of care procedure. The sponsor assessed the event as possibly related to the study mesh and not related to the study procedure or an outside standard of care procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.